Manufacturer narrative:
Evaluation narrative - visual inspection and functional testing could not be performed because the device in question will not be returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated. Our quality department will continue to monitor for trends. No further investigation is required. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported on medwatch report mw5060035 that a piece from the tip of the arthroscope broke off during the procedure and lodged in the patient's right hip joint. The case took an additional two hours as a result and that the piece was removed from the patient "several days later" when the patient returned to the or. Scans were performed to confirm nothing was still remaining in the patient.